Manufacturer narrative:
Continuation of d10: {evolutfx-26}; product lot/serial number (B)(6): product type: {0195-heart valves}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, in a patient with calcification lesions in the common iliac artery, the delivery catheter system (dcs) was inserted into the patient and advanced to the descending aorta. A transesophageal echocardiogram was performed and revealed plaque had attached to the tip of the dcs. Subsequently, the dcs was withdrawn from the patient. Upon inspection of the dcs, a nitinol protrusion was noted. A plain old balloon angioplasty(poba) was performed and a new dcs and valve were used for implant without issue. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the capsule partially opened. There were three nitinol protrusions were noted to the capsule tip, one large nitinol protrusion that appeared to have been torn from the capsule and two smaller nitinol protrusions just distal to this. There was a bend along the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with a crown overlap. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. Updated d.9, h.3, h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update data: b5 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, no unusual resistance was felt while loading and no misloading was reported. A procedural delay resulted from nitinol protrusion and no recaptures were reported. Per the physician, it was believed that there was calcification in the lower limb blood vessels (external iliac artery to common iliac artery) and resistance was felt at the time of insertion which caused the capsule to be damaged. No damage to the access vessel was observed as a result of the plaque in the tip of the delivery catheter system (dcs) and no treatment was performed.